Event description:
The user facility reported a 58-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Abiomed¿s long-term outcome and quality indicator impella registry received a notification regarding a patient that had endured an injury with a "definite" relationship to the impella device. As treatment, a self-expanding covered stent was deployed.

Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿be careful not to pull on the impella catheter when transferring a patient from one bed to another.¿ ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Manufacturer narrative:
The investigation for the pseudoaneurysm has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the pseudoaneurysm could not be determined. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ added h6 component code 925 corrections to initial MFR report: d4 model number. Added-d6a/d6b. F6/f8 should have been left blank.